Event description:
Device malfunction: difficult to remove, clip deployed in the distal end of the exchange sheath. Time of malfunction: during the procedure. Symptoms/ae/: low puncture; manual compression. It was reported that a trained physician attempted arteriotomy closure of the superficial femoral artery, using the starclose device after an interventional procedure. When the physician attempted to remove the starclose after firing the clip, he felt a bit of resistance, therefore, he applied downward pressure with two fingers and pulled the device out of the artery. He started applying manual compression, and after a minute the artery was still not achieving hemostasis. He took a close look at the starclose and noticed that the clip was hanging from the distal end of the exchange sheath. He reapplied manual compression and hemostasis was achieved. An angiogram was performed revealing a low puncture and a dissection in the vessel. The physician wanted to close and puncture higher to treat the dissection in the same lab time. The physician stated that the dissection was not related to the starclose device. The patient was discharged to home the same day. No additional information is available.